Event description:
Permanent disability of r knee. Both knee replacements had to be redone. In (B)(6) 2010 had r-knee replaced. It never functioned properly. Repeatedly complained that it felt like pieces were floating around. Changed surgeon who discovered that the knee device (tibia component) had come apart causing 80% bone loss (aseptic loosening). Leg had to be rebuilt with rods.